Manufacturer narrative:
Device was received with blank display. Unable to determine the root cause, problem isolated to the electronic assembly electrical board. Device received with missing serial number label noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Insert battery alarm display on the insulin pump screen but currently blank. The customer reported that the display did not return after insulin pump restart. The insulin pump will be returned for analysis.